Manufacturer narrative:
(B)(4).

Event description:
During a knee scope procedure it was reported that the device started smoking. This occurred when tested before using on the patient. There was a three minute delay noted and no patient impact. A backup device was used to complete the procedure without further issues.

Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number 72200616s was received on 11/24/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. A functional evaluation was performed and the unit passed high speed testing (100-10,000 rpms) with 3 different type blades installed. Functional tests were also performed using a dyonics power, dii and dii eip test control units with and without use of a footswitch. The current draw was normal for this product and no evidence of smoke was observed during functional testing. The root cause of this event could not be determined with confidence since no product deficiencies were identified. A review of the manufacturing records identified that this unit was released as a service replacement on or about device evaluated by manufacturer. (B)(4).